Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular lead was exhibiting high pacing impedance and had a fracture. The lead was capped and replaced on (B)(6) 2017. The patient had no symptoms and tolerated the procedure well.